Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), implantable pacing lead, 2005 (B)(6). (B)(4).

Event description:
It was reported, the patient is concerned the implantable pulse generator (ipg) battery could have worn down when they were hospitalized for renal failure. In a recent device check, the patient reported being told the "battery was dead" and the device needed to be replaced. The patient was referred to a hospital for follow-up. The ipg was explanted and replaced. No patient complications were reported as a result of this event.